Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 02-oct-2015: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced chronic abdominal pain. This event is serious due to required intervention and listed in the reference safety information for essure. Abdominal pain may occur during essure use. Thus, considering implied temporal relationship and event's nature, causality with essure use cannot be excluded. Since an intervention was required (hysterectomy) this case is regarded as incident. Other non-serious events were informed. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No further follow up will be actively pursued, since this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(6) 2015 (FDA-2014-n-0736-1052, awareness date 30-aug-2015). It refers to a female consumer of an unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2011. She stated that she problems from chronic abdominal pain, abnormal periods, weight gain, depression, anxiety, heavy periods, headaches and etc. In (B)(6) 2015 she had a hysterectomy and had her tubes, uterus and cervix removed. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced chronic abdominal pain. This event is serious due to required intervention and listed in the reference safety information for essure. Abdominal pain may occur during essure use. Thus, considering implied temporal relationship and event's nature, causality with essure use cannot be excluded. Since an intervention was required (hysterectomy) this case is regarded as incident. Other non-serious events were informed. No further follow up will be actively pursued, since this case was identified during health authority website monitoring.